Event description:
It was reported that the patient was on program 1 at 1.4v with the lightning bolt. The day prior to the report when the patient was programmed they were at 0.8v and they were able to feel stimulation. As the night went on the patient had to turn their stimulation up higher to feel it. The patient was not feeling it at 1.4v but noted that if they turned it up they would feel it. The patient was confused about buttons on the programmer. The patient noted that the programmer training was ineffective because they were still under the effects of anesthesia. The patient had an appointment scheduled with their doctor the week after the report. The patient just had their device implanted the day prior to the report and fell. The patient was told that they were fine but the device didn¿t seem to be working right and they were going a lot more often. The patient was a little disorganized and noted that they just used glue where the implant is. The patient had lunch right after the implant surgery and drank a lot of tea but they were able to hold it for quite a while. The patient then went to their son¿s house that had baby gates all over the place. The patient had a slight headache and they drank some white tea and they felt like they had to go to the bathroom. On the way to the bathroom they fell over a baby gate. The patient¿s daughter in law was a nurse and said the patient was fine. The patient tried to lay down since they were tired but they found themselves going to the bathroom every hour or half hour which was more than they seemed to be going before. The patient then had dinner and went to bed. They took 2 pain pills and something to sleep and they knew they were ¿in a strange place.¿ the patient was able to go longer periods during the night. The patient went home and tried to lie down but was going to the bathroom every 15-30 minutes. The patient had a small cup of decaf coffee and might have aggravated it a bit. The patient didn¿t have any lunch. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fqae, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).